Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented for a his bundle procedure. During the implant of the right ventricular lead, the patient exhibited unspecified symptoms of sickness. The physician elected to stop the implant procedure. The patient was in stable condition post-procedure.